Manufacturer narrative:
A medtronic field service engineer (fse) went to site on (B)(4) 2015 to troubleshoot issue, it was found x-ray batteries die when a 3d image is taken and takes a few hours to recharge after the 3d spin is taken. The imaging system won't allow a 2nd 3d image to be taken right after the other. Ordered 38 batteries. Batteries were sent to site and replaced by fse . Imaging system passed all tests and is up and running. No parts returned so no evaluation could be completed. No other issues reported. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative called to report a complaint that the imaging system was plugged in and the charging lights scrolling, but when the system boots up the pendant shows "battery level low/critical." There was no patient present when this issue was identified.